Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the probes were stuck in port 2 and ablation was not possible so the procedure was cancelled. The patient was prepared and in the room at the time. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was returned for investigation. Inspection of the I/o connectors revealed a missing bezel, or retaining ring designed to support the socket at the port two location. No additional functional testing was performed as the field reported issue was confirmed during visual inspection. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the connection issue and subsequent procedure cancellation was isolated to a missing retainer at the port two location.